Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed thermistor sensor harness t2. The device was evaluated upon receipt. An alarm 72 is confirmed through the event log, but unable to reproduce at the depot. Evidence of alarm 72 3 times on (B)(6) 2025 and once on (B)(6) 2025 in event log. T2 shorted on line 4951 of csv file on (B)(6) 2025. Replaced thermistor sensor harness. The arctic sun stat passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 72 (non-recoverable system error, primary outlet water temperature sensor out of range) in an arctic sun device. Had nurse cycle the power. Alarm 72 recurred. Asked to send to biomed. Nurse called back after they changed to s/n: (B)(6). Walked nurse through setting rewarm to rewarm from 35.5c at 0.25c/hr (their protocol) to 36.5c. High water limit set to 40c and low water limit set to 10c. Flow 1.3lpm. Nurse allowed some water to drain passively from the pad. Water reservoir full. Asked nurse to call back if they get alert 113 (reduced water temperature control). No follow up call. It was reported that this device boots to an alarm 72. Per review of wo notes, discussed that this was indicative of a shorted t1 thermistor and would require a tank harness replacement. This device was covered under a platinum service plan.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 72 (non-recoverable system error, primary outlet water temperature sensor out of range) in an arctic sun device. Had nurse cycle the power. Alarm 72 recurred. Asked to send to biomed. Nurse called back after they changed to s/n dycty515. Walked nurse through setting rewarm to rewarm from 35.5c at 0.25c/hr (their protocol) to 36.5c. High water limit set to 40c and low water limit set to 10c. Flow 1.3lpm. Nurse allowed some water to drain passively from the pad. Water reservoir full. Asked nurse to call back if they get alert 113 (reduced water temperature control). No follow up call.